Manufacturer narrative:
Service inspected the analyzer and observed a relatively large amount of drip on vtx2 when maintenance and diagnostic procedure 3118 for mixer drip was performed and observed that the vacuum pump could not reach 180s when the vacuum diagnostic test was performed. Service replaced the mixer and vacuum pump, as well as the vortexer, stabilized (rohs) and assy, itv (rohs). A review of the analyzer¿s (B)(6) service history was performed and no contributing factors in the month prior to the complaint were identified in- regards to the system. No subsequent issues have been reported related to elevated/erratic results. No non-conformances or pncr¿s applicable to the current complaint were found. A review of tracking and trending for the architect i2000sr did not identify any trends with regards to the current issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i2000sr processing module was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result for a (B)(6) female patient. The initial result was 115.40 miu/ml and repeated as <1.20 miu/ml. No impact to patient management was reported.